Manufacturer narrative:
The reported event of device had underinfusion- infliximab was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿underinfusion- infliximab". Based on the crb review and the limited information provided no further investigation actions will be performed. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the 8100 alaris lvp module underinfusion- infliximab could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. Device was not returned to manufacturing facility.

Event description:
It was reported that an infusion of 250ml of infliximab at a rate of 125ml/hour unexpectedly had medication remaining after 2 hours. The healthcare provider reported that the medication takes closer to 2 hours and 20 minutes. This is happening on multiple pumps. It was noted that the healthcare system recently changed the brand name of their IV bags to one that is not as heavy as the previous ones. There was no reported patient impact.